Manufacturer narrative:
Exact date unknown, event occurred about six months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg longer and was having pain at the ipg site. The patient underwent an ipg replacement procedure wherein the pocket site was moved to the left side and an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.